Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric-multifocal company lens (1.50cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with a competitor's toric-monofocal, 19.5 diopter lens. The account indicated the product was not available to evaluate. Additional information was provided that the patient had prior lasik surgery. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient cannot see well with lens. The clinical reason was reported as poor vision with iol. Due to poor vision the iol was exchanged for another single monofocal iol model after 1 month following the initial implant procedure. Additional information has been requested and received. The lens was exchanged with a non company iol.